Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item number unknown, item name trilogy cup 58mm, lot # unknown; item number unknown, item name unknown head 36mm +3.5mm 12/14, lot # unknown. The manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Ref and lot number not available.

Event description:
It was reported that patient underwent revision surgery in (B)(6) 2019 due to wear of the taper connection (cone) of the shaft.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: wear. Event description: it was reported that there was a revision of a cls shaft in january 2019 due to wear of the taper connection (cone) of the shaft. Primary operation was in september 2005. Review of received data: review dr. (B)(6). (B)(6) 2019: pelvis overview: cup inclination angle approximately 44°. Dislocation of the head, decentration of the cone cranially with a short distance to the edge of the cup. (B)(6) 2019: pelvis overview, left hip axial view: compared to the previous x-ray of (B)(6) 2019 no significant change in findings. The cup inclination angle cannot be judged due to missing reference lines. Review dr. (B)(6). Presentation lecture: visually-presented material wear on the cone (black arrows) after 14 years with color-coded material loss on the cone. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: review dr. (B)(6). In the present case radiologically recognizable dislocation of the femoral head with cranial decentration of the stem cone 14 years after primary implantation. It reports on a revision of the initial implanted spotorno stem due to wear of the taper connection (cone) of the stem. Documented is an explanted spotorno stem with recognizable loss of material on the cone. In the medical community, the cone failure is not an unknown problem in modular hip prostheses and occurs very rarely. The failure process is assumed to be: widening of the female head cone due to corrosion failure of the frictional cone connection (bottoming out) rotation of the head with abrasive wear of the stem cone. The failure process is judged to be a multifactorial problem. Following fact sites can contribute to the failure process: based on the implant: head size, head length, cone design and material. Related to the patient: body weight and activity level. Related to the surgeon: joining force, joining direction and surface cleanliness. The following reasons are discussed: - the cone design and a more flexible stem material increases the micro movement - a smaller gap height leads to faster wear - a smaller gap height leads to faster abrasion correspond to the present informations and radiological findings, no reliable indication can be obtained from an medical point of view of an implant-related cause of the radiologically recognizable dislocation of the femoral head 14 years after implantation of a spotorno stem with mentioned wear of the taper connection (cone) of the stem. Based on the available information and performed investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report .

Manufacturer narrative:
Concomitant medical products: medical products and therapy date. Detail of product: item number: 00620005822. Item name shell porous with cluster holes 58 mm o.d. Lot#: 60295326. Item number: 00625006540. Item name trilogy bone scr 6.5x40. Lot#: 60149479. Item number: 00630505836. Item name liner standard 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell. Lot#: 60309071. Item number: 00601803603. Item name versys cocr femoral head 12/14 taper 36 +3.5. Lot# 60281101. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).